Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4 UDI. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The fiber was broken at the strain relief point with evidence of burning and smoking on the strain relief (discoloration/ charring). The rest of the connector did not have visual defects with the connector cap on. The rest of the length of fiber did not have any visual defects and the distal tip appeared unused. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure was likely related to the handling of the device. It appears the fiber was bent and broken near the strain relief via the handling of the device and then fired. The laser emission through the broken fiber allowed the energy to escape through the break resulting in the fiber coating heating up and burning. While the probable cause appears to be related to the handling of the device, there is no specific evidence of the user handling the device outside of the steps defined in the instructions for use and thus the complaint is not a use error. A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 200 micron tfl single use fiber broke off when the laser foot pedal was stepped on and a small fire occurred. The issue was found during the therapeutic procedure and was completed with a similar device and no delay. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation nor will it be. The customer does not have the olympus fiber to return, therefore the customer complaint is unable to be confirmed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.